Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted the olympus endoscope account manager to report a possible infection that happened during a procedure. The customer communicated to the olympus endoscope account manager that the scope was used in one procedure, then it was cleaned and reprocessed. During the second procedure, a clip was fell off the tip of the scope; the clip was used during the prior procedure. The doctor was able to recover the clip and remove the scope successfully. No patient injury was reported; however, possible infection due to possible cross-contamination. The customer wanted to report this finding. There were reports of patient harm associated with this event. Subsequently, the customer reported that no infection was confirmed. The issue was discovered after the scope was used. The customer stated that at this point, due to the entire scope being reprocessed prior to use, the facilities infection control physician is considering the clip to have been reprocessed as well. The customer reported that the clip used was a boston scientific clip, but they have no way of knowing which model or lot number for sure because a clip was not used during the procedure. The customer did send the scope back for service to ensure that there were no problems with the scope because the customer wanted it looked at prior to using the scope again.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.